Event description:
Caller reported that insulin gauge displayed an amount different than expected, showing 86 units instead of the expected 244 units. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in reloading the cartridge and walked the caller through the process of filling and loading a new cartridge. The caller declined a second suggestion to disconnect and deliver a bolus but agreed to monitor the situation and follow up if necessary.